Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: a review of the pump black box revealed unexplained pump reboots and reboots following a cs 54 alarm. This was not duplicated during the investigation. The pump was run on a 24 hours basal program using the returned battery cap with no intermittent power or reboots occurring. The pump was opened and there were no defects found. There was no moisture found internally. The returned battery cap was used to perform the investigation. There was no damage to the battery compartment threads or cap and the battery cap threads tightened properly. The battery cap contacts were within specifications.